Event description:
During use of the subject device for an uncertain procedure, probe damage error was displayed the end of the procedure. After that the probe of the device was broken when the user cleaned it with gauze. The procedure was completed without similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm fro the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe tip rec'd the stress when the user cleaned it with gauze, the probe tip was broken. This report is being submitted as a medical device report in an abundance of caution.